Event description:
It was reported, the coil herniated into the vessel artery during deployment. The physician was able to use a balloon to stabilize the coil and implant it. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.